Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a patient's knee surgery of their acl reconstruction, medial meniscus bucket-handle repair, and right medial femoral condyle chondroplasty, that while repairing the patient's meniscus, the implant failed to deploy. Out of eight (8) products, only three (3) deployed correctly. Additional attempts to obtain additional information but not has been received at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01396. 0001825034-2023-01397. 0001825034-2023-01399. 0001825034-2023-01400. D10: medical products: item#: 110024773, juggerstitch curved implant; lot#: 65867728. Item#: 110024773, juggerstitch curved implant; lot#: 65867728. Item#: 110024773, juggerstitch curved implant; lot#: 65867728. Item#: 110024773, juggerstitch curved implant; lot#: 65867728. Item#: 110024773, juggerstitch curved implant; lot#: 65867728. Item#: 110024773, juggerstitch curved implant; lot#: 65867728. Item#: 110024773, juggerstitch curved implant; lot#: 65867728. Only five (5) of the products failed, but it is unknown which of the five (5) out of the eight (8) products failed as all products have the same item and lot numbers. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.